Event description:
Customer reported a cartridge alarm 20, which occurred during the load process because the customer did not wait until prompted to remove the used cartridge. There was no adverse impact to the customer's blood glucose level. Despite assistance from customer technical support in loading a new cartridge, the alarm persisted, leading to a decision to replace the pump. Customer technical support arranged for a replacement pump with updated software and instructed the customer on steps for using and returning the problematic pump, ensuring insulin delivery through multiple daily injections (mdi) in the interim.